Event description:
It was reported that pump did not hold charge for long and battery depleted after about a day and a half, causing pump to stop working. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump battery information but found no related data, and case was closed after customer declined further follow-up, with original email added to case notes.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.